Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. There was clear fluid, about one drop, on the sample cap. Patient and quality control (qc) results were not affected. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing lab coat, goggles, and gloves when the event occurred. There was no report of biohazardous exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(6) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and found a leak from the probe. The fse replaced the probe wipe and adjusted the clog detect settings and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).